Event description:
It was reported that there were intermittent issues with the pump shutting off unexpectedly and cartridge change errors. Additionally, it was reported that there were "frequent alarms". There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.